Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventricular lead exhibited increasing, high, out of range impedance. The lead was explanted and replaced. The patient is stable.